Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with the reported event was not returned for evaluation. Visual examination of the provided photograph found the impactor to be gouged, chipped, and very worn. The instrument exhibited signs of heavy usage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with the reported event was not returned for evaluation. Visual examination of the provided photograph found the impactor to be gouged, chipped, and very worn. The instrument exhibited signs of heavy usage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that central sterile has held out 2 items. Impactor tip that is damaged all along rim and an arctic surface piece that has a damaged prong and warped spring. This did not delay a case, nobody was injured.